Manufacturer narrative:
The explanted lead was no returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered the lead safety switch (lss) on the right atrial (ra) lead, due to high, out-of-range (oor) pacing impedance measurements. During troubleshooting, noise and oor impedance values were recreated with arm movements. The device was reprogrammed to vvir and the patient was sent for x-rays. The physician will determine if a new ra lead will be implanted. No adverse patient effects were reported. The patient was seen again with a boston scientific field representative present. Lead measurements were taken several times and all values on both the ra and right ventricular (rv) leads were within normal range. The impedance on the atrial lead in the office was 590 ohms. The reason for the out-of-range impedance was not determined. At this time, the physician plans to continue monitoring the lead. It was later reported that during the routine pacemaker replacement for normal battery depletion, this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient was seen again with a boston scientific field representative present. Lead measurements were taken several times and all values on both the ra and right ventricular (rv) leads were within normal range. The impedance on the atrial lead in the office was 590 ohms. The reason for the out-of-range impedance was not determined. At this time, the physician plans to continue monitoring the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered the lead safety switch (lss) on the right atrial (ra) lead, due to high, out-of-range (oor) pacing impedance measurements. During troubleshooting, noise and oor impedance values were recreated with arm movements. The device was reprogrammed to vvir and the patient was sent for x-rays. The physician will determine if a new ra lead will be implanted. No adverse patient effects were reported.